Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback of the pt's blood in a timely manner following an unrecoverable alarm. The user's guide instructs the operator to return the pt's blood if alarms cannot be resolved promptly, as the risk of clothing increases when the blood pump is stopped. A similar alarm occurred during prime several days later. The cycler was returned and evaluated with no problems found. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback of the pt's blood could not be completed due to the amount of time spent trying to clear the alarm, resulting in an estimated blood loss of 210cc. No medical intervention was required.